Manufacturer narrative:
A picture of the scorched temperature controller board was provided for investigation and confirms the evidence of scorching on the part. Although channel 24 fuse f11 and the wash zone 2 heater board were replaced, the field service engineer determined the most likely cause to be the temperature controller board was worn from normal use. The architect operations manual provides the user adequate information for troubleshooting error codes and adequate information regarding electrical hazards and instructions for performing an emergency shutdown of the i2000sr. The safety hazards memo contains adequate information and assures that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. No trends for tickets with replacements of the temperature controller board were identified. No similar complaints were identified. Based on the results of the investigation, there is no indication of a deficiency of the temperature controller board.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed error code 7000, temperature stability failed channel (24) wash zone heater, on the architect i2000sr analyzer on (B)(6) 2015. The customer powered down the analyzer. Field service was dispatched. Service removed the temperature controller board on (B)(6) 2015 which showed a scorched area. Signs of overheating were observed and the channel 24 fuse f11 was blown. No smoke or fire was observed and no injury was reported.